Manufacturer narrative:
One device was received for evaluation. Visual inspection found the clear insulation rolled up onto the jaws. The device was recognized when plugged into the generator. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the vlmode. An additional failure was found during the investigation; clear insulation rolled onto jaws. The investigation found the device failed hipot. The investigation identified the root cause of the reported event to be user error. The instructions for use states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the generator did not recognize the device when plugged in. An error code showed on screen and the device would not work when plugged in to the generator. There was no patient involvement. Initial investigation of the returned sample found that the insulation was damaged and rolled up onto the jaws, causing the device to fail hipot testing.